Event description:
The rn who treated the patient on (B)(6) 2013 reported that the patient has experienced 2 small nodules on both lower cheeks. Follow-up was conducted on (B)(6) 2013 where bruising in the jaw line became apparent. The patient previously had an "energy lift", which may be the contributor to the unresolved nodules. The rn described the procedure as "cut and pull tissue on lower part of face, then use barbed threads to pull up the area". The ulthera instruction for use section 2.3 calls out precautions that "the system has not been evaluated for use over various materials. Therefore, treatment is not recommended directly over those areas..."